Event description:
It was reported that during the implant attempt, the atrial lead helix was out of the lead right out of the box. When the lead was attempted, the helix was unable to be retracted. The lead was not used and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.